Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a piece of the device fell into the cavity and was retrieved by the surgeon using forceps. They confirmed that all components were removed from the patient. After the surgery, it was determined that the seal was broken on the device causing a piece to fall into patient. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned product noted that the cannula and envelope seal appeared intact. The circular seal had a cut. A small piece of the blue seal was returned in a small sample bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.